Manufacturer narrative:
Teruya, arisa, et al. (2026). Follow up report of patients with s ICD implantation at our hospital. Japanese heart rhythm society. Presented at the 18th implantable cardiac device winter conference, feb. 21, 2026. Mp-p40.

Event description:
It was reported per article of interest literature review that the authors examined trends among 28 patients who received subcutaneous implantable cardioverter defibrillators (s-icds) at their hospital since 2016. During that time, s-icds delivered inappropriate shocks in 3 cases, due to t-wave oversensing (twos), atrial fibrillation (af) and supraventricular tachycardia (svt). Adjustments such as polarity switching and zone re-programming allowed them to avoid transitioning any patients to transvenous implantable cardioverter defibrillators (tv-icds). No additional adverse patient effects were reported.